Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door not fully latched" messages were confirmed through evaluation. Evaluation found cracked threaded insert bosses and raised threaded inserts, causing separation between front case and mechanical assembly. The front case assembly will be replaced.

Event description:
It was reported that a spectrum pump had "door not fully latched" alarms. It was also reported there was no patient injury.